Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to atrial fibrillation (af) with rapid ventricular response. It was noted the right atrial (ra) lead had far field r-wave (ffrw) oversensing that may have led to inappropriate detections of atrial tachycardia (at)/atrial fibrillation (af). The patient later had an atrioventricular junction ablation. The device and lead remain in use. No further patient complications have been reported as a result of this event.